Manufacturer narrative:
(B)(4).

Event description:
It was reported "the monitoring of the curve is impossible, sampling is difficult, flushing is possible." Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the monitoring of the curve is impossible, sampling is difficult, flushing is possible." Additional information was requested but was not available at the time of this report.